Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04221. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16x90/9fr uni plus 75cm wallstent® endoprosthesis was selected for use to treat the lesion. However, upon unpacking, it was observed that the stent was partially deployed. The device did not enter the patient's body. Also an 18-4/5.8/75mm xxl¿ esophageal balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. No patient complications were reported.